Event description:
A tandem mobi cartridge alarm was reported by the caller during the loading process. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. The caller was able to reload the original cartridge successfully and resume insulin therapy, resolving the issue without further complications.